Event description:
It was reported that the 9900 system had an error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib and ffb boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.